Event description:
In 2006 the lay user/pt contacted lifescan alleging that his one touch profile was reading inaccurated high compared to a dr's meter. The customer care advocate verified that the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The pt did not have a check strip or control solution to troubleshoot the inaccuracy complaint. The med affairs spec spoke with the pt's spouse in 2006 to obtain/verify info. In 2006 the pt got a reading in the 170's mg/dl while having symptoms of weakness and dizziness. Concerned with his ghigh readings, the pt went to the dr (around 1pm) about 2-3 hrs after obtaining his meter reading. The pt and the pt's spouse was unable to report if the pt treated his symptoms prior to receiving any med attention. At the dr's office, the pt got "40 mg/dl" on the dr's meter, was given candy, and had his diabetes medications replaced with a new prescription. When the pt got home. The pt wanted to check if the meter was working properly so his pt's spouse (non-diabetic)tested on the meter. She got "177 mg/dl" and became concerned about her high meter readings. She went to the dr (date/time unk) to check her blood sugar levels. Reportedly, her blood sugar was "normal" on the dr's meter. On the day of the event, the pt took his diabetes medications as usual. The pt does not have any other known health conditions. This complaint is being reported due to the inaccuracy high issue. The pt obtained a meter reading that may not have correlated with his symptoms and the pt sought med attention and was treated for hypoglycemia at the dr's office.